Manufacturer narrative:
Concomitant medical products: 4965-25 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined impedance values and it was due to a lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.